Event description:
The patient reported that the check and menu buttons are sometimes defective and the display is damaged. The patient changed the battery but was not able to resolve the issue. No physiological effects were reported. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.